Event description:
A malfunction on the pump was reported by a caller. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance with resetting the pump, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and to report any recurring malfunction codes.